Event description:
It was reported that the laser fiber broke outside of the scope. The setting was at 100 watts when the break occurred.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.